Manufacturer narrative:
The electrodes were returned for evaluation and the malfunction was duplicated. During visual and microscopic evaluation, an open wire was found within the jumper wire. This is a malfunction that only impacts the self test of the electrodes with the defibrillator. Although the electrodes failed the readiness test, they are capable of delivering therapy. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed a "check pads" message with these electrodes attached. Complainant indicated that there was no patient involvement in the reported malfunction.